Manufacturer narrative:
After further review there is currently no allegation of a malfunction or serious injury associated with the automated impella controller (aic). A regulatory report is no longer necessary.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Console logs from the reported day of event were analyzed within pump complaint (B)(4), and indicated that the issue was most likely caused by the console. Console had not been returned for investigation. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The us complainant had placed a 5.5 pump to support a patient as escalation from the cp. The pump was placed but lost optical signal. The lost of signal did not prompt explant. The pump remained on for another day until care was withdrawn and the patient and expired.

Event description:
The us complainant had placed a 5.5 pump to support a patient as escalation from the cp. The pump was placed but lost optical signal. The loss of signal did not prompt explant. The pump remained on for another day until the patient had care withdrawal and expired. During the investigation of the pump, the team determined the automated impella controller warranted investigation.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.